Event description:
The patient expired. It was later reported that the patient experienced "cardiovascular problems". The cause of death was myocardial infarction. The event was not attributed to the devices by the hcp. The exact date of death was not available.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found, normal device function. A 16.5 cm proximal segment of catheter including the pump connector was returned for analysis. Analysis revealed a hole in the catheter caused by the pump connector pin. The catheter failed the pressure test.